Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced connection issue between pump and mobile. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a35 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we can see repeating scenario when pairing fails when app is waiting for sake exchange with the pump. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please have the patient try the ts steps provided. Also, please make sure to note which of the two sets of steps below resolved the issue. If both steps have failed please ask the patient to upload logs for further analysis. Disable crossdevice service in the phone. 1. On your android device, open settings. 2. Tap google, devices sharing, crossdevice services. 2.1. Or search crossdevice' from settings. 3. Make sure use crossdevice services is off or disabled. 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, ensure crossdevice services are disabled. Please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: 1. Remove the mobile device from the pump. 2. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select forget to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app then make sure bluetooth is on. 6. Launch the app and begin the pairing process. Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e email address. This will allow them to complete the steps without interruption during the call or missing any steps. If steps above does not help please check are there any apps on user's device that use bluetooth connection. If there are some please: 1. Uninstall such apps and 2. Try pairing process from scratch. Helpline confirmed that issue has been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.